Event description:
Stainless steel instrument trays are producing a black substance. A black colored substance is found when the steel is wiped with a light colored absorbent material. After multiple attempts using a variety of cleaning methods the steel continues to produce this soot like material. Dates of use: april to present.